Event description:
On (B)(6) 2024, leica biosystems received the following information: ¿poor processing reported¿customer states biopsy run prior to impacted run had no issues nothing was changed between bx run and impacted run.¿ on (B)(6) 2024, leica biosystems melbourne received the following information from the assigned leica senior applications specialist - pathology (fas) regarding the circumstances of this event: ¿pmdr was actually reported by 3rd party [name] who instructed the laboratory to change reagents after hydrometer measuring on friday, (B)(6) ...¿ on (B)(6) 2024, the assigned leica field applications specialist ¿ core histology, USA (fas) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿customer reported poor processing on (B)(6) 2024 from processing runs completed (B)(6) 2024. This unit is serviced by a third-party engineering team that has replaced parts and reagents on the instrument since the adverse event¿the customer does not put the accurate number of cassettes for processing protocols. The customer is unfamiliar with the difference between change threshold and final concentration threshold¿(B)(6) 2024 @5:05pm instrument prompted final concentration threshold on ethanol has been met. Please change bottle 6 (currently at 77%). User tried to run protocol on retort a, same prompt was given. Final concentration threshold prompt was given 3 times because user tried to load protocol 3 times without success. (B)(6) 2024 @5:09pm reagent properties on bottle 6 were reset. User loaded protocols on retort a and retort b. Affected runs: on (B)(6) 2024 @5:09pm retort a, biopsy protocol was paused mid-way through. Current reagent in retort was bottle 10 at 97%. This could account for the report of "some" biopsies being dry made by the lab manager. On (B)(6) 2024 @5:11pm retort b, routine bigs on (B)(6) 2024 @9:37pm retort a, biopsy bottles 6 was the last step in all affected runs. On (B)(6) 2024 reagent properties were changed on bottle 6 and 3 without the user being prompted to change these bottles.on (B)(6) 2024 customer called in adverse event. 8/21/2024: taken by third party engineering team before changing all reagents. Bottle 3: 59%, hydrometer: 57% bottle 4: 61%, hydrometer: 64% bottle 5: 98%, hydrometer: 100% bottle 6: 100%, hydrometer: 90% bottle 7: 86%, hydrometer: 93% bottle 8: 92%, hydrometer: 98% bottle 9: 95%, hydrometer: 100% bottle 10: 97%, hydrometer: 100%.¿ the assigned leica fas documented the affected patient tissue samples were derived from one (1) ¿routine bigs¿ protocol comprising 200-300 cassettes which started in an unknown retort at ¿5:00pm¿ on (B)(6) 2024¿ and completed at ¿4:00am¿ on (B)(6) 2024, one (1) ¿biopsy¿ protocol comprising 100 cassettes, which started in an unknown retort at ¿5:00pm¿ on (B)(6) 2024¿ and completed at ¿8:00pm¿ and one (1) ¿biopsy¿ protocol comprising 30-60 cassettes, which started in an unknown retort at ¿9:37pm¿ on (B)(6) 2024¿ and completed at ¿4:00am¿ on (B)(6) 2024. The affected patient tissue type(s) and size(s) were documented as ¿biopsies and routine¿ and ¿biopsies >3mm / routines 4mm¿, respectively. The affected patient tissue artefact was described as ¿some biopsies ¿ dry / routines ¿ under-processed¿ and the affected samples were not re-processed. The customer measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles, except for bottle 6 (concentration in software was 100%, concentration by hydrometer was 90%), bottle 7 (concentration in software was 86%, concentration by hydrometer was 93%), and bottle 8 (concentration in software was 95%, concentration by hydrometer was 100%). On (B)(6) 2024, leica biosystems received the following information from the complainant: ¿the lab manager does not know of the final patient outcome. She will provide an update at the end of the week or beginning of next week.¿ information regarding both the final status of the affected patient tissue samples and the associated patient impact/outcome involved has not been provided to leica biosystems. This information was requested from the complainant by leica biosystems on 23 august 2024 by both telephone and email, (B)(6) 2024 by telephone, (B)(6) 2024 by email and (B)(6) 2024 by email. As at (B)(6) 2024, leica biosystems melbourne has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the ¿1. Biopsy¿ protocol comprising 100 cassettes which started in retort a at 17:09 on (B)(6) 2024 and completed successfully at 19:17 on (B)(6) 2024; ¿2. Routine bigs¿ protocol comprising 100 cassettes which started in retort a at 17:11 on (B)(6) 2024 and completed successfully at 03:00 on (B)(6) 2024, and the ¿1. Biopsy¿ protocol comprising 100 cassettes which started in retort a at 21:37 on (B)(6) 2024 and completed successfully at 04:03 on (B)(6) 2024. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 17:09 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ as detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final clearing step of a protocol is 95% the consequences of using xylene at a concentration less than the minimum required for the final clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available showed that the peloris ii rapid tissue processor serial number (B)(6) functioned as designed between (B)(6) 2024, during the execution of the three (3) processing runs from which sub-optimal processing of patient tissue samples would have been derived.